Event description:
It was reported that during a da vinci-assisted surgical procedure, while the first assistant inserted the forceps into the abdomen, he found that the tip part does not straighten, and the surgeon controlled it with non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the instrument had unexpected motion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged cable crimp. The instrument was found to have the cable crimp of wrist control cable #7 dislodged. As a result, the instrument exhibited imprecise motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The dislodged crimp is captured inside of the welded grip. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.